Event description:
The facility reported a colleague infusion pump that when they use the manual tube release, it alarms. This event occurred upon power up during biomed servicing. This event may have interrupted delivery. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. This device is a remediated colleague pump with a user interface module software version of 5.09.90.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump that alarms when using the manual tube release was confirmed during product evaluation. The root cause was determined to be a cracked tube load motor collar. The pump head module (phm) was replaced to correct this condition. A service history review was performed revealing the reported condition is not related to any previous customer service request on this pump.